Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was not sensing the purge cassette. There was no patient involvement.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The issue with properly detecting the purge pressure disc was reproduced. The purge disc retainer was confirmed to be broken. The cause of the issue was a defective component. D9.